Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer received a continuous glucose monitor error 42 after performing pump reset. There was no reported adverse impact to the customer. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.